Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Damaged dso seal was observed. Ehl was downloaded. Device was visually checked. Functional test as per pwi-10019249 was performed- found defective remote dose connector. Occlusion tester g:01840-cz was used. Problem with "dysfunction code default" wasn't duplicated. Problem with dso seal was duplicated. Damaged dso seal was identified as the root cause, and the dso seal was replaced as a result. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a dysfunction code default, dso seal. There was no patient and no harm/adverse event reported.